Event description:
Complaint description: md was performing the procedure according to IFU. The head of the dilator was torn. Md removed the sheath from the patient's body.

Manufacturer narrative:
(B)(4). The customer returned one sheath ext. Assy. With dilator for evaluation. Visual examination revealed that the dilator tip was damaged. Microscopic examination confirmed the damage and revealed signs of use in the form of biological material on the dilator body. There are white stress marks around the damaged tip indicating the application of stress or resistance to this area. The tip defect is consistent with damage resulting from an attempted insertion. No other defects or anomalies were observed. The dilator body form the hub to the tip measured 6 15/16", which is within the specification limits of 6 3/4"-7 1/4" per dilator product drawing. The dilator inner and outer diameter were measured and were found to be within specification. A lab inventory guide wire with a diameter of .035" was inserted through the distal tip of the dilator. A blockage was observed. A long, straight pin gage with a diameter of .032 was inserted through the distal tip. Dried blood exited the dilator. The guide wire was reinserted and was able to pass with little to no resistance. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "grasping near skin, advance assembly into vessel with slight twisting motion to desired position. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel." The customer reported complaint of dilator tip damage was confirmed through evaluation of the returned complaint sample. The dilator tip material was split and pushed back with white stress marks indicating the application of stress or resistance to this area. Although the customer reported that the defect was observed prior to insertion, dried blood was observed on the returned sample. The returned dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample as received and the nature of the defect, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: md was performing the procedure according to IFU. The head of the dilator was torn. Md removed the sheath from the patient's body.